Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the vitrectomy probe stopped cutting during vitrectomy surgery. The aspiration function was normal. The procedure was completed by replacing with another vitrectomy probe. There was no information about patient impact.

Manufacturer narrative:
Additional information provided in d.9. H.6. And h.11. No technical inquiries were received from the customer. Four opened probes returned for evaluation for the report of probe stopped working, however complaint report stated two occurrences. Since no clarification was received on sample received; no sample evaluation was performed. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a nonconformance review of the reported lot. A nonconformance was found for cut failure and this non-conformance could have potentially contributed to the reported event. Based on the evaluation of the information and materials received (the reported product was not received), the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. As the root cause and its origin are inconclusive, the returned sample lot number was not within the reported pak lot number based on radio frequency identification (rfid) tag identification; therefore, specific actions with regard to this complaint cannot be taken. However, a non-conformance record has been completed in relation to the related non-conformance identified within the non-conformance review. A nonconformance investigation was completed to investigate the trend identified for probes with would not cut or actuate issues. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).